Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old patient of, unknown gender, presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp pump. During support, the patient developed an access site bleed. As treatment, multiple units of red blood cells.